Event description:
The patient contacted animas on (B)(6) 2012 and stated that the ok keypad button was intermittently unresponsive. The patient denied damage to the keypad. The patient reportedly wore the pump on a pocket and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to torn near the contrast button. A damaged keypad will allow contamination to permeate the button contacts negatively impacting the button function. The damaged keypad is obvious and detectable and should alert the user to discontinue use of the pump. During testing, all keypad buttons were responsive; the complaint could not be confirmed or duplicated. During investigation, evidence of contamination was found under the contrast key contact.